Event description:
Prior to the implant procedure, the right ventricular (rv) lead helix was tested and would not extend properly. A new lead was used to complete the procedure and the patient was in stable condition.

Manufacturer narrative:
The reported events of the lead screw would not retract or release were not confirmed. As received, a complete lead was returned in one piece. Visual inspection found the helix extended and free of blood/tissue. The helix could be retracted and extended normally and no anomalies were noted. X-ray inspection found over torque of the inner coil consistent with procedural damage. Visual and x-ray analysis did not find any other anomalies.